Event description:
During an in-clinic follow-up, noise which resulted in oversensing was detected on the right ventricular (rv) lead. It was suspected that most of the episodes of noise were due to electro-magnetic interference (emi) and others were due to myopotentials. Provocative testing was performed and the lead noise was reproduced. Lead damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.